Event description:
It was reported that the tip of the driver broke in the pt. The broken piece was retrieved. No pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the sleeve broke between the stress relief fillets of the retaining tabs. One retaining tab is bent. Witness marks were noted on the outside of the broken off portion of sleeve. Microscopic examination of fracture revealed a fairly ductile fracture with angulated surface. There was no indication of fatigue or torsion. A review of the device history records did not identify any applicable non-conformance to spec.